Manufacturer narrative:
A correlation between the device and the reported infection could not be conclusively determined. The pump was returned with the percutaneous lead (lead) cut at the pump end bend relief and the severed portion of the lead was not returned. Examination of the blood contacting surfaces found no adhered depositions or thrombus formation. Additionally, visual inspection of the pump bearings and bearing cups found no anomalies. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The event date was estimated to be (B)(6) 2016 as the event was reported on (B)(6) 2016 and the patient was reported to have been admitted three times within the last two months. The referenced pump infection from (B)(6) 2015 was reported under medwatch MFR report #2916596-2015-01777. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device: 6 years, 10 months. The device was returned for analysis. The evaluation is not complete. No further information is available. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2009. It was reported that the patient has been admitted 3 times in the last 2 months for fevers, chest wall pain, and pain over the pump site. The patient has had a known pump infection since (B)(6) 2015. The patient has experienced active drainage from the driveline site, but all testing was negative for abscess or collections of fluid. During the last admission, the patient's temperature was 106f and blood cultures were positive with an unspecified microorganism. It was reported that the lvad pump was explanted on (B)(6) 2016 and vegetation was observed on the patient's implantable cardioverter-defibrillator (ICD) leads. The patient was exchanged to another manufacturer's device.